Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. Share data log was reviewed and did not show data related to the customer complaint. The customer complaint of a loss of connection was not confirmed. The root cause could not be determined post investigation.